Event description:
Transseptal access was performed using a sl2 sheath and subsequently the user exchanged the sheath over the wire with a sl0 sheath. During the withdrawal of the sheath, the sheath started to break into numerous pieces and fragments and tip stayed in the groin tissue. Vascular surgery consultation was performed and they were able to snare the remaining tip. FDA safety report ID# (B)(4).